Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Unable to determine display anomaly due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not provided. The customer stated that the insulin pump was exposed to moisture. Troubleshooting was not provided. The insulin pump will not be returned for analysis. The auto mode feature was not in use.